Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included amenorrhea, bladder infection, dysuria, asthma, bronchitis, gestational diabetes, thyroid disorder and ovarian cyst. Concomitant products included diclofenac sodium (divon), ibuprofen, levothyroxine sodium (synthroid) and medroxyprogesterone acetate (provera). On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), paraesthesia ("legs start tingle"), abdominal distension ("belly bloat") and musculoskeletal stiffness ("get very stiff if dont drink enough water") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain, back pain, dyspareunia, menorrhagia and dermatitis allergic had resolved and the uterine leiomyoma, vaginal haemorrhage, paraesthesia, abdominal distension and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dermatitis allergic, dyspareunia, menorrhagia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, uterine fibroids. Date of removal surgery is given: 42317 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine leiomyoma, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: legs start tingle, belly bloat and get very stiff if dont drink enough water amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event ¿legs start tingle¿ was recoded to llt ¿paraesthesia lower limb¿ (previously coded as muscle twitching). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included amenorrhea, bladder infection, dysuria, asthma, bronchitis, gestational diabetes, thyroid disorder and ovarian cyst. Concomitant products included diclofenac sodium (divon), ibuprofen, levothyroxine sodium (synthroid) and medroxyprogesterone acetate (provera). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), muscle twitching ("legs start tingle"), abdominal distension ("belly bloat") and musculoskeletal stiffness ("get very stiff if dont drink enough water") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain, back pain, dyspareunia, menorrhagia and dermatitis allergic had resolved and the uterine leiomyoma, vaginal haemorrhage, muscle twitching, abdominal distension and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dermatitis allergic, dyspareunia, menorrhagia, menstruation irregular, muscle twitching, musculoskeletal stiffness, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, uterine fibroids. Date of removal surgery is given: on (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine leiomyoma, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: legs start tingle, belly bloat and get very stiff if dont drink enough water. Most recent follow-up information incorporated above includes: on 31-jan-2020: content from social media received. Events legs start tingle, belly bloat and get very stiff if dont drink enough water were added. Outcome for irregular bleeding was resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dermatitis allergic ("rash/ skin condition") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as full hysterectomy, bilateral salpingectomy)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia and dermatitis allergic had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dyspareunia, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, uterine fibroids. Date of removal surgery is given: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/ skin condition, uterine fibroids, she did not undergo any essure confirmation test. Event outcome were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included amenorrhea, bladder infection, dysuria, asthma, bronchitis, gestational diabetes, thyroid disorder and ovarian cyst. Concomitant products included diclofenac sodium (divon), ibuprofen, levothyroxine sodium (synthroid) and medroxyprogesterone acetate (provera). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), paraesthesia ("legs start tingle"), abdominal distension ("belly bloat") and musculoskeletal stiffness ("get very stiff if dont drink enough water") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain, back pain, dyspareunia, menorrhagia and dermatitis allergic had resolved and the uterine leiomyoma, vaginal haemorrhage, paraesthesia, abdominal distension and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dermatitis allergic, dyspareunia, menorrhagia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, uterine fibroids. Date of removal surgery is given: (B)(4). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine leiomyoma, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: legs start tingle, belly bloat and get very stiff if dont drink enough water lot number: 624493, manufacture date: 2007-05, expiration date: 2009-04. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included amenorrhea, bladder infection, dysuria, asthma, bronchitis, gestational diabetes, thyroid disorder and ovarian cyst. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and dermatitis allergic ("rash/skin condition") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia and dermatitis allergic had resolved, the menstruation irregular was resolving and the uterine leiomyoma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dyspareunia, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, uterine fibroids. Date of removal surgery is given: (B)(6) 2017 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine leiomyoma, dyspareunia. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal) and irregular bleeding were added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.